Event description:
It was reported that the patient presented in the clinic. Upon interrogation the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted between conductor paths due to procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.